Manufacturer narrative:
Hologic technical support (ts) informed customer this assay was qualitative, so the rlu values do not correspond to any target/virus concentration, and their protocol for retesting was against the package insert. Customer declined to send logs to ts for review but did agree to send pictures of the "splatter" to a field service engineer and rule out any concerns for contamination. Hologic field teams met with customer to go over the assay performance chemistry and overall customer dissatisfaction with instrument/assay performance. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported questioning the results from their sars-cov-2 tma runs on panther instruments sn (B)(4) and (B)(4). Per their lab's internal protocol, any covid-positive with rlu values below 1000 would be re-tested on a different platform. Customer was not interested or willing to send logs for technical support to review. Customer was also concerned about instrument contamination after they found some "splatter" in an unidentified area.